Event description:
It was reported that the procedure was cancelled. A ffr link and ge pd out cable were selected for use. During capital equipment maintenance, no signal displayed. The pd out connection port seems to be damaged on the ffr link. The procedure was cancelled. There were no patient complications.